Manufacturer narrative:
Correction: date of manufacturer awareness of event was received on 03-oct-2023.

Event description:
As per information from the user's audiologist, the user came in with an altered mental status and her cochlear implant was exposed. The device was explanted (the electrode was left in-situ). This report refers to 9710014-2023-00899. For further information please refer to this report.

Event description:
As per information from the user's audiologist, the user came in with an altered mental status and her cochlear implant was exposed. The device was explanted (the electrode was left in-situ). This report refers to 9710014-2023-00899. For further information please refer to this report.